Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-00239 and 3005099803-2015-00238 for the associated device information. It was reported to boston scientific corporation that two accutrac single use holmium laser fibers were used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser units were set to .8 joules and 800 hz. According to the complainant, during the procedure, the physician noted that the laser fiber tip broke off inside the patient within a second or two. The physician continued to fire the laser after the tip detached. The tip of the laser fiber burned back quickly all the way to the jacket. It was reported that the broken fragment was successfully flushed out from the patient. The same issue occurred with the second accutrac single use holmium laser fiber. The procedure was completed with another accutrac single use holmium laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) fiber tip detached. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.